Manufacturer narrative:
Neither the system nor the needles were returned for analysis. No investigation of the needles or system is required as the reported issue does not imply any failures or malfunctions of galil medical's products. This event represents a known inherent risk of a lung cryoablation and is identified in the labeling as a potential adverse event.

Event description:
As part of the solstice trial, the subject underwent cryoablation of one tumor on (B)(6) 2015 and was discharged. On (B)(6) 2015 patient and her home aide called reporting that her oxygen levels were in the mid 60's off oxygen when she was awake and typically she only required oxygen while sleeping. With oxygen, home aid reported that subject's levels were in the upper 80's. Subject then returned to hospital that evening. Chest x-ray indicated large left pneumothorax and a chest tube was placed and subject was hospitalized. Subject was discharged on (B)(6) 2015.